Event description:
It was reported that sudden drop in device voltage was noted. The patient pacemaker dependent and auto-capture was turned off. The device replacement was scheduled. The patient is stable.

Event description:
Correction: increased impedance was also noted.

Manufacturer narrative:
The reported field event of high impedance was not confirmed in the laboratory. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Event description:
New information received indicates that the device was explant due to upgrade. The patient was stable before and after the procedure.